Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: underweight, broken shell and others and crease flat. A microscopic analysis was performed which identified: broken striated on the posterior (patch/shell bond edge), one striated opening on the anterior and wear abrasion. Based on the device analysis the final assessment is: striated broken due to surgical damage consist in the use of some surgical tool. One striated opening due to surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d7, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side rupture, ¿calcified granuloma,¿ and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, ¿calcified granuloma,¿ and capsular contracture, baker grade IV. Device has been explanted.